Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted setscrew marks on the terminal pin, and there was blood on the helix and in the housing. The helix was not able to be extended during testing. Resistance testing was completed to assess the electrical performance and the measurements throughout these tests were out of specification. An x-ray was taken and revealed that there was a possible weld issue between the conductor coil and the terminal ring approximately 17.5 cm from the lead's terminal pin. There was no evidence of damage noted on the terminal boot, above the weld location. Laboratory testing was able to confirm that the clinical observations were related to a weld issue between the conductor coil and terminal ring. The anomaly has been reported to our engineering and manufacturing departments. We will continue to monitor field observations for similar reports.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead the physician experienced difficulties with extending the helix. The helix mechanism was not tested on the table prior to implantation. A competitor's pacing system analyzer (psa) was unable to read a signal from the lead. After troubleshooting the psa, cardiac signals were able to be read. Impedance, pacing threshold and amplitudes were all within normal limits. When the lead was attached to the cardiac resynchronization therapy pacemaker (crt-p) noise was observed when the white terminal insulation was touched. The physician did not feel confident with the functionality of the lead and decided to replace it with a new lead and no further complications were reported. It was reported that the insulation may have become damaged as a guidewire was used due to the patient's anatomy. A lead fracture was also suspected. No adverse patient effects were reported.